Manufacturer narrative:
After further review on (B)(6)2019, an additional ¿method code¿ of ¿analysis of data provided by user/third party¿ was added. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). Investigation summary: an analysis was performed on the pictures that were provided by the customer. According to the pictures, the tip was observed semi-deflected with the piston up. The returned device was visually inspected and initial visual inspection of the product revealed no physical damage. Second visual inspection revealed reddish material in the pebax. Per the complaint, the catheter was tested for deflection and the catheter failed. The catheter was analyzed in rx machine and it was noticed that the t bar slid down from its place. A scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, and a hole on the pebax surface. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint has been verified. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. An internal corrective action has been opened to prevent the t bar slid down issue. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis noted a hole on the pebax surface. Initially, it was reported that during the procedure, the catheter could not deflect to specification. A second catheter was used to complete the procedure. There was no patient consequence reported. The curve inadequate issue was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation. The initial visual inspection of the product revealed no physical damage. On 9/27/2019 a scanning electron microscope (sem) was performed and showed evidence of mechanical damage and a hole on the pebax surface. The object that caused the damage is unknown. No other anomalies were observed. The second visual inspection on september 9/30/2019 noted that there was reddish material in the pebax. The hole on the pebax surface was assessed as a reportable issue. The awareness date for this reportable finding is 9/27/2019.